Event description:
It was reported revision occured due to hig metal ion levels and metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to high metal ions and metallosis. During the revision it appears that the hemi head, modular sleeve, bhr cup and anthology stem were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. This issue was re-opened due to the receipt of the primary operative report and chart sticks. However, these documents do not contribute to the medical investigation. It was also reported sometimes after the revision the patient expired, however the circumstance surrounding the death were not provided by legal. Therefore, the cause of death cannot be determined due to the lack of clinical information or the coroner report. A thorough medical investigation cannot be rendered. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup and stem. Similar complaints have been identified for the hemi head and modular sleeve. Failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The reported elevated cocr levels and metallosis are consistent with findings associated with metal debris; however, without the supporting imaging, and/or the analysis of the explanted components, the root cause of the reported symptoms noted in the legal claim cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a malperformance of the implant. It cannot be concluded that the left hip revision contributed to the patient¿s diagnosis and subsequent passing from metastatic cancer. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.